Manufacturer narrative:
The product sample was not returned for evaluation. The device history record was reviewed and no anomalies that could be associated with the complaint incident were observed. The reported complaint was not confirmed. Determination of root cause was not possible.

Event description:
A customer reported that the c2602 cusa excel 36khz straight handpiece did not work on (B)(6) 2019. It was determined that the unit was not visibly over-torqued. Additional information received on 21oct2019 indicated that the device was not in contact with the patient and the patient was not prepped for surgery. The product problem was discovered during an in-service testing.